Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was provided for investigation. During investigations, the tsh, trak, tpo-ak, and tgak values measured at the customer site were confirmed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially reported that they received implausible ft4 values for multiple samples from the same patient tested on an e module analyzer. The values did not fit the patient's clinical history and the values could not be reproduced using an ria test method. Other results obtained with elecsys methods were also stated to be implausible for this patient and were not what was to be expected for the patient's clinical condition. The other tests include free triiodothyronine (ft3), free thyroxine (ft4), thyrotropin (tsh), antibodies to tsh receptor (trak), antibodies to thyroid peroxidase (tpo-ak), thyroglobulin (tg), and antibody to thyroglobulin (tgak) results. It was stated that the ft3, ft4, trak, rpo-ak, and tgak results were implausibly high. Tg and tsh values were found to be implausibly low. Values of ft3, ft4, tsh, trak, and tgak were found within normal range when samples were measured with an ria method. Normal values are expected for the patient's clinical condition. The questioned results were incidental findings after preoperative determination of thyroid hormones for resection of adenocarcinoma in the distal ascending colon. At this time, the patient was hospitalized. The patient was diagnosed with hyperthyroidism based on initial laboratory results and was treated with thiamazole. The free sd hormones were seen to have decreased in the course of treatment. It was stated that: "due to the non-corresponding suppressed tsh levels the alpha-subunit was determined due to suspicion of a tshom. No confirmation of suspicion was achieved". The patient did not show any symptoms of hyperthyroidism. After sonographic examination of the thyroid gland and examination of thyroid parameters, it was determined that there was no evidence of thyroid disease. The patient's hormones and antibodies are normal, the thyroid gland was not enlarged, there was no hypervascularization, and there were no knots. Of the mentioned tests, results obtained with the tsh, trak, tpo-ak, and tgak tests are reportable as a malfunction. All results obtained with elecsys methods were reported outside of the laboratory to a physician. The physician did not trust the results and requested for two samples from the patient, one tested on (B)(6) 2015 and one tested on (B)(6) 2015, to be tested using the ria method. The (B)(6) 2015 samples were repeated using the ria method. This medwatch will cover tgak. Refer to the medwatch with (B)(6) for information related to tsh. Refer to the medwatch with (B)(6) for information related to trak. Refer to the medwatch with (B)(6) for information related to tpo-ak. Refer to the attachment for all test results. The patient was not adversely affected. The e module serial number was (B)(4).